Event description:
The customer was hospitalized for low bgs. Customer was in the emergency room and the next day was admitted in the hospital. The doctor was not sure what caused the low bgs. Troubleshooting was perfomred. The customer did not do the prime and did not remember how to give a bolus. Also customer changed the sets every four days. The doctor changed the basal rates. However the customer was assisted in reprogramming the basal rate. The customer treated the bgs and bgs went up.